Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022 patient experienced recurrent severe abdominal pain. In (B)(6) 2022 it was reported that the abdominal pain was so severe, the patient went to the hospital. On (B)(6) 2022, the patient was hospitalized for intestinal invagination, the pej was replaced. It was reported that after replacement patient reported no pain.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed if any further relevant information is identified or obtained, a supplemental medwatch will be filed